Event description:
Dealer advised joystick intermittently freezes and causes chair not to move. Dealer advised has to cycle power several times for it to work again. Spoke with tech, no further information provided.